Event description:
Reportable based on device analysis completed on 03-mar-2022. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 4.00 x 28mm synergy ii drug eluting stent was advanced for treatment. However, the device failed to cross the lesion. The device was removed with no patient complications reported. However, returned device analysis revealed stent damaged.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the distal section of the stent was found to be lifted from their crimped position and pulled in a distal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.